Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the manometer did not move. The 90% target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. An encore balloon catheter inflation device was selected for use. During the procedure outside the patient's body, it was noted that inflation of a non-bsc balloon catheter was observed under fluoroscopy; however, the manometer did not move. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with the gauge needle at 0 atm. The device does not have visual defects. A functional test of the complaint device was carried out using its original stopcock. The device locking mechanism test was performed by rotating the plunger handle to achieve 26 atm¿s and repeated 20 times consecutively. No issues were noted during the test. Gauge accuracy test at 13 atm, 26 atm and 0 atm and the results were within its limits. Side load involved applying a load of 3.5 +/- 0.1 kg to the proximal end of the handle and pressure damping test were performed. The unit passed both tests. The unit was primed with 5 ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage. The unit passed all functional tests without issues. A DHR (device history record) review was performed and no deviation was found. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the manometer did not move. The 90% target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. An encore balloon catheter inflation device was selected for use. During the procedure outside the patient's body, it was noted that inflation of a non-bsc balloon catheter was observed under fluoroscopy; however, the manometer did not move. The procedure was completed with another of the same device. No patient complications were reported.